Manufacturer narrative:
Concomitant product: 4076 lead, implanted: (B)(6) 2007; 6935m lead, implanted: (B)(6) 2013; dtbb1d4 crt-d, implanted: (B)(6) 2016.

Event description:
It was reported that the two epicardial left ventricular (lv) leads were exhibiting high thresholds. The leads remain in use as the patient did not have an acceptable branch for a new transvenous lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.